Event description:
It was reported that a clearlink system continu-flo solution set had the male portion of the luer lock snap off inside the female portion of the luer lock which is attached to the port tubing. This issue was identified during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.